Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the device displayed a charge/shock failure during testing. There was no reported patient involvement.